Event description:
Home pt called the baxter tech svs ctr to report a system error 2240 alarm on the homechoice machine during drain 2/5 of their automated peritoneal dialysis treatment. The pt reported at that time, the pt line connector of the homechoice cassette disconnected from the transfer set. Per rn, home pt had a set changed and was treated with prophylactic antibiotics. Per rn, no pt injury was associated with this incident.